Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can was noted at 5.6 - 5.8 from the connector pin. This is consistent with the observation from the field of atrial lead noise and mode switch.

Event description:
New information received noted that atrial lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switches (ams) and noise reversion were observed. Atrial lead noise oversensing was noted. Lead explant was mentioned. The patient¿s condition was stable.